Event description:
Pt was admitted 5/24/1997 with 16% tbsa. Dermagraft-tc (dgtc) was placed over 6 to 1 meshed autograft following wound bed excision on the legs. According to the attending nurse, this procedure was done in close proximity to unexcised partial-thickness burns. The areas of the partial-thickness burns had exudate that weeped under the dressing area where dgtc was placed. This resulted in infection and greater than 75% loss of the dgtc applied. Autograft was not lost and dermagraft-tc was not responsible for the infection.